Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Device was visually checked. Functional test was performed. Device had damaged dso seal, damaged battery compartment, and scratched lens. The customer's problem was duplicated/confirmed. The root cause was the scratched lens and damaged battery compartment, which were replaced as a result. The dso seal was also replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the screen was scratched, and the hinge was damaged. There was unknown patient involvement and unknown patient harm/adverse event reported.